Event description:
Implantable transvenous defibrillation lead displayed increased pacing impedance and thresholds since implant, four years prior. According to the field representative, no changes in the r wave or any therapy issues were noted. Later, it was reported that threshold and impedance measurements had continued to increase. The impedance measurement was now beyond the acceptable range, suggesting a potential lead issue.